Event description:
It was reported that the tip of the tissue pad was damaged during an esophagectomy procedure. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.